Event description:
It was reported that the customer received intermittent cgm errors. Prior to contacting tandem technical support, the customer reset the pump; however, an additional cgm error occurred. There was no reported adverse impact to the customer. Reportedly the customer continued to use the pump for insulin therapy.